Event description:
The clinic reported that a laser vision correction patient underwent a laser vision enhancement and presented at the annual exam with an epithelial ingrowth in each eye. The patient''s flaps were lifted and the epithelial ingrowths were removed. At the post op exam the patient''s uncorrected visual acuity was 20/20 in each eye.

Manufacturer narrative:
(B)(4):the clinic is reporting this adverse event only and did not request field service or clinical support. All pertinent information available to amo has been submitted. (B)(4): placeholder.